Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted. The boards and connectors were reseated and the software was reinstalled during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys lost communication. The fse stated that the sys would not fully boot up. There is no report of injury or death associated with the event described in this complaint.